Manufacturer narrative:
The device was returned with the pusher for analysis; however, the implant and distal portion of the body coil with the heater coil and body coil were not included. The hypotube was noted to be within specifications, with no damage to any of the sections. The transition section was noted to be stretched. The distal section of the body coil was broken. Based upon the investigation findings and available information, the reported complaint of a broken pusher can be confirmed. The root cause cannot be determined; however, the device exhibited evidence that it was subjected to tensile forces that can occur during handling by the user. Wrong manipulation, incorrect microcatheter positioning, and/or tortuous conditions can cause the implant to stretch as seen in the investigation findings.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the embolization coil stuck in the stent and when the coil was removed, the pusher was noted to be "broken." There was no reported patient injury or intervention. The patient was reported to be fine.